Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed, the pump was in good condition. Service history identified, the complaint was not related to a previous service of the device within the review period. Functional testing could not duplicate the customer reported issue. The event log recorded 7 times of cassette not attached alarms. The downstream occlusion (dso) sensor was out of calibration was most likely, caused the report error. Calibration was performed. And the device passed all functional tests after the repair.

Event description:
It was reported, that the pump showed error. Cassette not attached. There was unknown, patient involvement. No patient harm/adverse event was reported.